Manufacturer narrative:
A direct correlation between (B)(4) and the patient¿s expiration cannot be conclusively determined. The heartmate ii lvas IFU lists bleeding, stroke, death, and infection as adverse events that may be associated with the use of the heartmate ii lvas. The IFU and the heartmate ii lvas patient handbook provide information regarding how to prevent infection. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient expired due to a subarachnoid hemorrhage. It was also mentioned that the patient had been treated for an infection of unknown cause with multiple intravenous antibiotics since (B)(6) 2017. No further information was provided.